Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a blood glucose (bg) level of 42 mg/dl while performing a supply change. The user treated with orange juice and resumed ilet insulin therapy. No medical intervention or hospitalization was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.